Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not pacing. Lead dislodgement was suspected. An x-ray will be performed in the near future to determine lead location. There were no adverse patient effects reported.